Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Service report (B)(4) was generated for this event. It was determined that blood was present inside the device and a repair estimate was provided to the ssu. The ssu rejected the estimated and decided to scrap the device. (B)(4).

Event description:
On (B)(6) 2013 (B)(6) reported that the (vavd) serial number (sn): (B)(4) was not applying vacuum and could not be set to desired vacuum. This occurred during patient treatment. (B)(4).